Manufacturer narrative:
Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of one 0.5ml syringe were provided. The customer reported frequent blunt needles, bubbles in plastic syringe barrel, and declining quality of barrel markings. The provided photos were examined, and it was observed that an air bubble was present within the syringe barrel between the 0 and 5 unit scale markings. No defects related to the scale markings or cannula could be determined from the provided photos, therefore, the alleged issue could not be confirmed. Due to the batch being unknown, no DHR review can be completed. Root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 8mm tw 10bag 500 twn had scale marking issues during use. The following was reported by the initial reporter: "frequent blunt needles, bubbles in plastic syringe barrel, and poor-quality barrel markings. Andrew contacted bd on behalf of his partner, jessica, who uses 2-3 bd insulin syringes per day. Jessica uses the bd 328820 (1.0ml) and 328821 (0.5ml) insulin syringes. On average, she is experiencing 3-4 syringes per week with blunt needles, causing pain and bruising. He also reported a decline in the overall quality of bd insulin syringes 328820 and 328821."

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 8mm tw 10bag 500 twn had scale marking issues during use. The following was reported by the initial reporter: "frequent blunt needles, bubbles in plastic syringe barrel, and poor-quality barrel markings. (B)(6) contacted bd on behalf of his partner, (B)(6), who uses 2-3 bd insulin syringes per day. (B)(6) uses the bd 328820 (1.0ml) and 328821 (0.5ml) insulin syringes. On average, she is experiencing 3-4 syringes per week with blunt needles, causing pain and bruising. He also reported a decline in the overall quality of bd insulin syringes 328820 and 328821."